Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the heater cooler unit displayed "e0d" error message on channel b. The fsr performed the notice of field correction (nfc) by replacing the mix valves on both channel a & b. He then performed preventive maintenance (pm) inspection, calibration and operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an "e0d" error message on the heater cooler unit and then the unit stopped. There were no leaks observed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 27-aug-2015: according to the perfusionist (ccp), during cardiopulmonary bypass, one channel of the heater cooler unit experienced a fault code of "e0d" and the unit stopped. The user elected to change out the unit for a back-up as they had one close. The ccp mentioned that he did not attempt to switch to the other channel, as he assumed that the error would affect both sides. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.